Event description:
It was reported that the customer was hospitalized for two days for diabetic ketoacidosis due to a stomach virus. Customer was treated with an insulin drip and medication for the stomach virus.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.